Event description:
The nurse was unable to remove the guidewire from the PICC. She thoroughly flushed the PICC with normal saline but the guidewire was causing the PICC to coil. The PICC was initially flushed with normal saline and the guidewire was easily removable when the catheter was trimmed (prior to insertion). The PICC catheter was removed, with tip intact; and another PICC was inserted. It is unknown whether the new PICC was of the same or a different lot.